Event description:
End user is stating that she replaced the black nylon uph in (B)(6) 2013 but the she states that it losing it color end user states that she washes down her seat once a week, and that it is ripping in the front of the seat on the left side. End user is also stating that the wheellock caps are getting loose.